Event description:
It was reported that the during a lead pull procedure the physician attempted to remove the lead under fluoroscopy and the lead fractured leaving the top contact in the epidural space. Patient was referred to a neurosurgeon. Explanted leads were discarded per office policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7306875. UDI: (B)(4).